Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of their insulin pump having a blank display. Customer states to have tried to remove battery and reset, but display remains blank. The customer's blood glucose level was 330mg/dl. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump passed all operating currents, and the pump tested within the specification range. The pump passed the off no power test. No unexpected battery out limit alarm was noted. The pump was received with a cracked reservoir tube lip.